Event description:
It was reported that a one-link connector experienced a no flow during infusion. The nurse was not able to flush the valve or get blood return. The issue was resolved by replacing the valve. There was patient involvement; however there was no report of patient injury, medical intervention, or adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was not returned for evaluation; therefore, a device analysis could not be performed.

Manufacturer narrative:
(B)(4). A batch review cannot be performed since there was no lot number provided. The device is not available for evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional relevant information becomes available.